Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer had blood at site when inserting the sensor on (B)(6) 2015 and the trainer advised to remove the sensor since it was giving inaccurate reading readings. Mother also reported that the customer experienced sensor reading discrepancies since (B)(6) 2015. Sensor was reading low at 54 mg/dl and the insulin pump went into threshold suspend but blood glucose was 183 mg/dl. Customer's mother turned the sensor off and when turning it back on, it was reading 350 mg/dl while blood glucose was 150 mg/dl. The next day happened; sensor glucose was low, it suspended the insulin pump and later it was reading high. Current blood glucose was 173 mg/dl and sensor read mg/dl. They were advised about the proper insertion and calibration process. Customer would be changing the sensor.